Event description:
It was reported that the device froze due to a low battery and the customer did not know how to change it. No pt injury was reported.

Manufacturer narrative:
Eval results pending analysis of the product.